Event description:
It was reported that the device was getting hot while in use at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot while in use at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.